Manufacturer narrative:
Additional information was received on june 8, 2020. The patient was diagnosed with ankylosing spondylitis roughly a year and half post augmentation. Additional symptoms included: fatigue, joint pain, skin rashes, brain fog, inflammation, insomnia, dry eyes, hormone imbalance, vertigo, heart palpitations, occasional right breast pain, shortness of breath, anxiety/depression, and numbness in her feet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Concomitant products: 450cc mentor memorygel breast implant, catalog #3504504bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 450cc mentor memorygel breast implant experienced right sided rupture post procedure. The patient had experienced a bike accident seven years ago and had began experiencing breast pain. On (B)(6) 2019 rupture was confirmed through magnetic resonance imaging on (B)(6) 2019. As a result, an explant is planned for (B)(6) 2020.

Manufacturer narrative:
Additional information was received on 01/29/2020. In addition to the rupture reported initially, bilateral baker grade ii capsular contracture and unspecified systemic illness was indicated. The devices were removed without replacement on (B)(6) 2020. 1645337-2020-02789 is reporting contralateral prosthesis event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).